Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that approximately five years post vena cava filter deployment, the patient presented to a hospital with abdominal pain and thrombus in the occluded right common iliac artery. The patient was treated with an anticoagulant. Imaging demonstrated the filter had migrated and perforated the ivc wall. Three months later consult with a vascular surgeon determined no attempt would be made to remove the filter as the patient was reportedly asymptomatic. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: a vena cava filter was indicated for dvt and upcoming gastric bypass surgery. Access was gained from the right common femoral vein and the ivc filter was deployed at the l2-3 interspace situated with just about a 10 degree tilt with no difficulties. The patient tolerated the procedure well. Post ivc filter placement angiogram demonstrated the filter to be overlying the l2 position. A post procedure letter was addressed to the internist advising of ivc filter placement and informing the filter could be retrieved up to a year following implant. No additional information was provided in the medical records received. Conclusion: the medical records allege a filter was implanted prior to gastric bypass surgery. Allegedly, the filter was deployed successfully into the ivc at the l2-3 interspace with approximately 10 degrees of tilt. A diagnostic image taken post deployment demonstrated the filter overlying the top of the l2 vertebra. No specific alleged deficiency was identified within the medical records. The investigation is inconclusive for the reported event. Per the medical records, the filter was implanted prior to gastric bypass surgery. Therefore, it is possible that the bypass surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient, an unknown period of time post vena cava filter deployment for history of arterial thrombosis and upcoming scheduled gastric bypass surgery, the filter was allegedly discovered to have the filter hook as well as multiple filter limbs perforating the caval wall. Risk was said to rule out to benefit of removal, the patient was said to be on anticoagulation therapy for her history of arterial thrombus leading to the possibility of increased complications. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for dvt and upcoming scheduled gastric bypass surgery. The patient was reported to have tolerated the procedure without incident. No additional medical records were received for this patient.